Event description:
It was reported that the warmer had a bad liquid-crystal display(lcd). No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition. Visual inspection revealed that the liquid-crystal display (lcd) was broken. The tank cover was cracked. The root cause of the reported issue was found to be the device had been mishandled. Actions were taken to mitigate the reported issue: replaced lcd and tank cover.